Manufacturer narrative:
.

Event description:
Caller states that a urology instrument soaked in cidex opa was used on a patient with bladder cancer and the patient experienced an anaphylactic reaction. The patient experienced symptoms of itching, hives, and shortness of breath. The patient was treated with prednisone and benadryl.